Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.4 and 3.8 (same hand, different finger). After reviewing proper technique, the retest was 3.7. The time between testing was five minutes. Reportedly, the first drop of blood was not used and multiple drops of blood was applied to the test strip. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.